Event description:
The customer reported that she is getting multiple no delivery alarms on the pump during priming and bolusing. Customer's blood glucose unknown. Customer refused to troubleshoot stated wanted the pump to be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The device was received with cracked battery tube threads and reservoir tube lip, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.